Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer did not know how to clear the alarm. Customer had been trying on clothes and put the pump in the waistband of her pants. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with a button error alarm and intermittent button response due to corroded keypad traces. The pump was received with a cracked reservoir tube lip, a minor scratched lcd window, a scratched reservoir tube window, and a missing end cap sticker.